Event description:
Inbound. Daughter stated cadd legacy pump alarming no disposable with brand new cassette, the top of the cassette was not smooti-l and had a bump in the tubing across the top. She had one cassette last week and a cassette tonight that caused pump alarm. Daughter put on another cassette and the pump worked without alarm. No serial numbers. No further details provided.